Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. It was reported that the facility currently uses the old design of the distal cover (maj-2315). To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: the facility reconfirms the correct operation method by contacting olympus or another expert within your facility. The facility carefully reviews and follows the instruction manual. The facility educates or continuously educates its personnel about handling methods. The facility inspects the distal cover prior to attachment. The facility uses care when attaching the distal cover, so that it does not crack. It was confirmed by the facility that there has been no change in the storage method of the distal covers since experiencing the detachment issue. The distal covers are stored in the product carton. Per the facility, ky jelly was applied to the distal end of the endoscope. No chemicals were administered directly into the body through the forceps channel during endoscope insertion, and no chemicals were sent to the forceps channel to lubricate. Contrast (isovue) was administered through the cannula during the endoscope insertion. However, no chemicals were administered orally to the patient before the inspection, and no chemicals were used during endoscope preparation and pre-use inspection. It was confirmed that a crack has never been observed on the distal cover prior to attachment to the endoscope. This supplemental report includes a correction to h7 and h9 to provide information that was inadvertently not included in the previous submission.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the distal cover cap detaching could not be confirmed as the device was not returned. However, possible causes include: -chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. -the cover was easily removed from the scope due to insufficient attachment to the scope. -when the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during an endoscopic procedure, the single use distal cover cap had come off and after the procedure that cap was found in the patient's mouth. The evis exera iii duodenovideoscope was also being used with the distal cover cap device. The customer noted that the scope was functioning properly and believes that the cap was dragging on the bite block, which may be causing the seam to open and the cap to loosen. The cap was found to have been broken open. No patient injury or procedure impact was reported. This complaint is related to patient identifier (B)(6) (model #tjf-q190v - sn#: (B)(4)).

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.